Event description:
The customer reported to olympus a patient may have an infection after an unknown procedure involving the subject device. The patient had a successful procedure (B)(6) 2021 and the next day, was admitted to the hospital with an altered state of mind. The customer reported the patient appeared septic and the origin of the infection is unknown. Attempts to gather additional information are in progress. No response to date. No additional information available.